Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose level was over 300 - 540 mg/dl. The customer attempted to self-treat with a correction bolus via the pump and supply change. The customer went to the emergency room and was subsequently admitted to the hospital intensive care unit where the customer was treated intravenously with fluids of saline and insulin. A replacement pump was sent to the customer to resolve the issue.